Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the peri-operative period, the connection between the o-arm and the mobile viewing station was lost, resulting in poor imaging in 2d. This event did not result in any reported patient consequences. Even though the image quality was poor, the physician began to inject the cement into the vertebral body. With the new imaging device, the physician was able to confirm some bone cement leakage inside the vertebral foramen. The physician had to remove the bone cement immediately in order to decompress the spinal cord and avoid further problems for the patient. Due to this event, the surgery took about 1.5 hours longer than expected. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.